Manufacturer narrative:
Customer complaint the strips do not fit into the meter. Testing of the retained samples within the factory did not reveal any abnormalities. Further analysis cannot be conducted due to the lack of customer returns. The device is not returned. Relevant investigation will be initiated after receiving those information.

Event description:
The strips do not fit into the self-monitoring blood glucose meter.